Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead exhibited noise that was not reproducible. Since the patient had good conduction, the physician decided not to perform any intervention. The patient would be monitored.